Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
An (B)(6) male pt underwent aaa repair with left approach in (B)(6) 2010 (exact date is unk, but it is approximately 3 and a half years ago). Three year follow-up CT did not confirm any problematic symptom. Abdominal pulsation was confirmed in (B)(6) 2013 when the pt visited to the physician. Then, CT confirmed that the contralateral iliac leg migrated and separated from the contralateral limb of the main body, which caused endoleak. Another zenith flex iliac leg is scheduled to be additionally placed between the iliac limb of the mainbody and the migrated iliac leg on (B)(6) 2013.